Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the pump exhibited a no disposable pump won't run alarm. Air was noted in the tubing. Troubleshooting was performed and the pump continued to alarm. Res volume was 75.4, rate at 16 ml/24 hours, and 38.1 ml was given. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.